Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the diagnostic angiography procedure, thrombus clots have occurred inside and around the introducer sheaths. An attempt to obtain additional information has been unsuccessful.